Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, discontinued on the same day), meropenem injection (500mg, per bag, intraperitoneal, ongoing) and amikacin injection (100mg, discontinued on the same day) for this event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that treatment with meropenem was discontinued. On an unknown date, the patient was discharged from the hospital and has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.